Event description:
The customer reported the system was not functioning properly when the power was switched on in the morning. The touch screen didn't respond to touch, the footswitch didn¿t work, and the system was making a clicking sound. The system would not prime. When the staff was able to get the system surgery window open, the system started running from one mode to another. The modes were running without anyone actually touching the screen, remote, or footswitch. A young child was to be operating that morning plus one other child and two adults. The first child was already on the operating table and under general anesthesia. The surgeries were cancelled. No pt injury was reported.

Manufacturer narrative:
The company service rep examined the system and could not duplicate the problem reported. The system was turned on and functioned fine. The company service rep attempted to duplicate the problem reported and found that another system is also in the same room. The nurse remembered she had placed some boxes on the top of the other system on top of the remote control. The remote controls for both systems in the room were both on the same channel. It appears this triggered the episode where the system was running on its own. The remote channels were changed to different channels. The system was then tested and met all product specifications. (B)(4).